Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during last fill at 248.3ml.

Manufacturer narrative:
(B)(4) a batch review was performed for the suspect lot numbers (h10h10026, h10g11026), with no defects noted. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is report 1 of 3 involved in this peritonitis event. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient developed peritonitis while out of town. In (B)(6) 2010, a peritoneal effluent culture was performed, the results were unknown at the time of reporting. On (B)(6) 2010, the patient was hospitalized for the event of peritonitis. Treatment for the peritonitis was unknown. It was unknown whether dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. The patient was recovering from the peritonitis at the time of reporting.